Manufacturer narrative:
Conclusion: there is no indication of a malfunction of the mr system or coils used that could have contributed to the incident. The injury, a large 2nd degree burn to the left side of the chest can be explained by insufficient distance between body parts, a so-called skin-to-skin burn between her left chest and left upper arm. Contributing factors: the thermoregulation of obese patients is known to be impaired. The risk of rf energy-related injuries is higher in patients with impaired thermoregulation. The thermoregulation of patients who are hypertensive is often impaired. The risk of rf energy-related injuries is higher in patients with impaired thermoregulation. The total administered specific energy dose of 4.3 kj/kg is very high for a patient with impaired thermoregulation. The instructions for use advises to avoid sed >3.0 kj/kg, preferably keep sed <2.0 kj/kg for those patients. The ventilation was on level 3. Level 5 is recommended, it supports the cool down mechanism.

Event description:
Philips received a report through the medwatch system that a patient suffered a large 2nd degree burn to the left side of the chest during a neck and spine examination. The patient required treatment as a result of this injury sustained. The customer did not report this incident through our regular service channels.